Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
An end user reported that a pump was infusing at double speed. The medication was tsyrabi. It was scheduled to infuse 115ml over an hour but completed in thirty minutes.

Manufacturer narrative:
End user does not want to return the device.